Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use the pressure measurement was impaired and the ventilation unit restarted. There was no patient injury reported.

Manufacturer narrative:
The affected device was examined onsite by biomed and the logfile was made available for further investigation at the manufacturer¿s site. Based on the log file analysis the described event could be confirmed and a malfunction of pba m4.1 was identified to be the root cause. As a result of a detected deviation regarding the module m4.1 (pressure and flow measurement module) an alarm message was posted by the cockpit infinity c500 at 11.35 am on (B)(6) 2021 and pressure releases were performed. The reported noise corresponds with the pneumatic releases. At 11.36 am the device was switched into standby mode by the user. There was no indication for a restart of the ventilation unit nor a stop of ventilation on this date of event. After switching the device in standby and off on (B)(6) 2021 by the user, the next time the device was switched on again was on (B)(6) 2021. Further alarm messages were posted on (B)(6) 2021 at 2:05 pm indicating the problem with the module m4.1 and the pressure measurement and a restart was performed in order to remedy the issue. However, as per log file the device was in standby mode and no ventilation was active at that date and time. The pba m4.1 and both m4.1 data cables have to be replaced to remedy the issue. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a malfunction of pba m4.1 an accompanying alarm message is posted to alert the user of this situation. As a remedy measure the device either resets the gas delivery system or performs a restart of the ventilation unit. A restart of the ventilation unit takes approximately 8 seconds. During a restart the safety valve opens to allow the patient to breathe spontaneously. The device reacted as specified to a detected deviation of the pressure and flow measurement module and generated corresponding alarm messages on (B)(6) 2021. As there was no stop of ventilation during use on the patient that could result in an injury, this event is no longer considered to be reportable. There was no patient injury reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use the pressure measurement was impaired and the ventilation unit restarted. There was no patient injury reported.